Event description:
It was reported that the tip of the hex fractured off in the cone body trial. There was no patient injury as a result of the malfunction. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; e1; g3; h2; h3; h4; h6. Visual examination of the returned product identified the hex feature was fractured off and was not returned. The item and lot numbers were confirmed to match the complaint. The field age of the instrument is 5 years. There was some slight wear in a couple places and galling on the distal end of the shaft. No other damage was noted. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The features of the fracture surface suggest a torsional fracture failure mode. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.